Event description:
Information received indicating that a smiths medical cadd ms3 pump did not hold charge. No adverse effects reported.

Manufacturer narrative:
H3: one cadd ms3 pump was returned in good physical condition. There was no evidence available in the event history log. Functional testing and visual inspection were performed. The reported issue was unable to be duplicated. The device passed all functional testing and ran the program for an extended period of time with no issues occurring. Further investigation and determined that the pump will not hold charge after 2 days without power from the aaa battery and all programming will be lost. Therefore, it's a training issue and there was no fault found with the pump. It was recommend that the software be installed as a preventive measure.